Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: face itchy, hands are aslep feeling, and eye sight funny. A pt reported they were unable to test. Their meter allegedly would only prompt message "not ok". There was no result on their meter. There was no comparison. There were no other tests performed. Not treated. No further info has been reported.